Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not functioning properly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 8, 2010 where it was reported that the doctor could not get the device to work and the ball detent, thickness lever, bearings, calibration shaft, width plates, damaged head, reciprocating arm, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome on july 26, 2016 revealed minor cosmetic damage to the hand piece including nicks. The thickness control lever was loose. The safety switch operated as intended. The master blade, serial number (B)(4), was not flush with the control bar. The device was tested with the electric dermatome test power supply it #7247 under stroboscope it #929, and the unit operated erratically. The device was tested with the customer's power supply, serial number (B)(4), and the unit operated erratically. The customer's power supply was missing two foot pads. All width plates showed signs of over-tightening. Repair of the electric dermatome was performed by zimmer biomet surgical on july 26, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged control bar and calibrating shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the thickness control lever was loose and the master blade, serial number (B)(4), was not flush with the control bar. The root cause of the reported event was due to master blade, serial number (B)(4) which was not flush with the control bar. The issue was resolved replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged control bar and calibrating shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced a graft resembling swiss cheese. No adverse events were reported as a result of this malfunction.